Event description:
On (B)(6) 2012, the patient was being treated for acute onset anemia and severe lower abdominal pain due to a hematoma. During the deployment of the gore excluder aaa endoprosthesis contralateral leg component, the deployment line broke, resulting in incomplete deployment of the device. After several attempts, the physician was unable to withdraw the endograft. The device was completely deployed after the ballooning procedure. At 6 months of f/u, the patient was doing well.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted.